Event description:
Patient was revised due to pain, high cocr levels and a pseudotumor. In (B)(4) 2013 - patient's revision operative records were received. Records indicate the patient was also revised due to dislocations. Upon revision a massive milky fluid filled seroma was found along with metallosis and corrosion around the trunnion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
For any product information received. Legal. Depuy still considers this investigation closed at this time.

Event description:
Update 5/31/2016 - pfs and medical records received. Medical records were reviewed for MDR reportability. According to the pfs, in addition to what was previously reported, the patient also experienced grinding and popping noises and discomfort. Updated the doi and added noise and discomfort to complaint. The complaint was updated on: 06/15/2016